Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: xom unk nim3.0, product description: unk. Prod. ID/ nim 3.0, serial / lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parotid case, the device was not stimulating to the surgeon's satisfaction, not performing to the surgeon's expectations. The feedback from the system was poor and much lower than anticipated. The surgeon tried using different consumables (other probes) and even removed and replaced the facial electrodes, to no avail. Also tried the second nim that the hospital has and the same happened with this unit. The case was cancelled, patient woken up. There was no known patient impact. Both the nim devices were working on test off patient and also worked fine when used on another patient.